Event description:
It was reported that bd insyte autoguard winged needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: catheter forked at tip during pre-infusion verification. Not used risk of pain +++ , anxiety, difficulty perfusing ------------------------------------- 13-aug-2024 a sample is available in our offices, it seems to have broken before being used. 22-aug-2024 here is the registrant's response to your questions: ¿regarding the materiovigilance attached to this e-mail, the cathlon was not used on the patient because I noticed its failure during the check before catheter placement. However, as in previous material vigilance cases, the cathlon has been known to fork inside the patient's arm. When this happens, the patient is in a great deal of pain and often suffers a major hematoma, not to mention the stress of having to insert the catheter again. Today I was confronted with this problem once again. I'm redoing a materiovigilance in this sense. I've already sent you one used cathlon with a defect (the fork went into the patient's vein), and two unused cathlons (where I detected the defect before using it on the patient).¿"

Manufacturer narrative:
MDR is a result of the investigation. While the customer indicated that the catheter was not used on a patient, the returned device appears to have been used. Our quality engineer inspected the sample submitted for evaluation. Bd received one 24g x 0.75 inch insyte autoguard winged IV catheter. The IV catheter was received separate from the needle. The needle was received fully retracted within the safety shield. The open unit packaging from lot #3248257 was received with the IV catheter. A microscopic examination of the IV catheter revealed a v-shaped breach in the tubing in the tapered region at the tip of the catheter. The shape and orientation of the breach were consistent with needle puncture damage. Although the defect of ¿needle through catheter¿ was confirmed with the used unit provided and evaluated for this incident, it is uncertain whether the defect of needle through the catheter defect which was observed was caused by manipulation of the device prior to insertion or by the manufacturing process. The unit was received within an opened package. During manufacturing this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection, and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. However, as the returned IV catheter has been removed from the packages and needles, it is possible that the defects originated due to improper handling or during tip adhesion break. The instructions for use instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the defect. A definite root cause could not be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.